Event description:
It has been reported that device speakers are not functioning properly.

Manufacturer narrative:
Following completion of product analysis for pr ID (B)(4), failure analysis has determined that the seemingly unrelated failures reported (pr ID (B)(4)- battery insertion test (bit) failure & (B)(4) - volume of the speaker is low) were the result of printed circuit assembly (pca) contamination. Based on this, (B)(4) will be closed as a duplicate of pr ID (B)(4).